Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The low threshold suspend alert functions properly. No carelink or bolus history anomaly noted. The insulin pump was programmed multiple boluses and monitored and uploaded properly using carelink pro. All bolus deliveries showed in carelink and in the bolus history screen. The insulin pump communicated properly with the glucose sensor simulator and the minilink transmitter. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
While receiving assistance with carelink software, the customer reported having a kinked sensor that was folded into an l shape. Carelink reports also showed that the insulin pump had recently returned a suspend alert. Blood glucose level was 299 mg/dl at the time of the call. No further information was provided.